Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was not possible as a result of an almost depleted battery. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional despite the almost depleted battery. The battery condition was found to be anticipated. There was no indication of a device malfunction.

Event description:
The pacemaker was interrogated knowing it was at eri. This lead failed to pace for about 4 seconds. This device was replaced with a new pacemaker, but was not returned for analysis. This device had met longevity.